Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section d4, model #, of the initial medwatch report stated: prt-01201-000. Section d4, model #, of the initial medwatch report should have stated: v+pro emergency, english. Section d4, expiration date, of the initial medwatch report stated: blank. Section d4, expiration date, of the initial medwatch report should have stated: 06/24/2022. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4). New information for supplemental medwatch report 001: h6: the device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issue of its alarm not functioning was initially confirmed, however, upon further investigation the asp discovered that all of the alarm minimum values had been set to "off". The asp confirmed that the device would sound the alarm(s) as intended when the test parameters were set appropriately. The asp confirmed that all the alarms are functional. Proper device operation was confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was user error, due to the alarm minimum values being set to "off".

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the device's alarms were not working. Specifically, the low minute volume and low inspiratory pressure alarms were not alerting as expected during testing. There was no patient involvement associated with the reported event.